Event description:
It was reported that patient was experiencing pain and tenderness at the lead site. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were revised and less coiled to help with the pain. Pain has subsided following the revision.